Manufacturer narrative:
A device evaluation is not possible because the device was discarded. If further information becomes available, the agency will be notified.

Event description:
The customer stated that during the procedure, as the sheath and clip exited the scope (while in the body), one clip completely fell off with the spring and arms in 2 pieces. A second clip was utilized; that clip fell off before it could be formally deployed. Once the clips had been retrieved and brought out of the patient, they noticed the second clip did not have a spring in the internal channel where the arms connect. There was no patient injury during any of the cases and the cases were able to be completed. The device was discarded.